Manufacturer narrative:
The device was evaluated. The event history log review identified error code 20602. Functional testing could not be performed due to an error during accuracy testing. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause of the error code 20602 was due to the pumping mechanism. The pumping mechanism would be replaced to resolve the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned novum iq large volume pump, a system error 20602 (monitor motor stall) was identified. No additional information is available.